Event description:
During a cataract extraction procedure, this handpiece lost calibration. The patient suffered a capsular rupture and the procedure was converted to an extra cap. There was no additional patient injury.